Manufacturer narrative:
(B)(4). The complaint nasal mask was not returned to fisher & paykel healthcare for evaluation. Without a device to inspect we were unable to determine the cause of the mask becoming detached. Investigation of complaint masks from a similar report revealed no damage or defect to the complaint masks and no physical difference between the complaint masks and a production sample when compared visually and during testing. A lot check could not be performed as lot information was not provided. The user instructions that accompany the flexitrunk infant interface indicate in pictorial form the correct set-up and use/fitting of infant interface devices, as well as how to determine the right size of bonnet and mask to be used on a patient. The user instructions also instruct the user to "connect prongs or mask to nasal tubing ensuring that it is inserted fully."

Event description:
A hospital in (B)(6) reported via a fisher & paykel healthcare representative that the bc801 infant nasal mask was leaking and falling off. No patient consequence was reported.